Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the leadless pacemaker exhibited high capture threshold and varying pacing impedance. It was also noted it was difficult to see loss of capture during the threshold test. Programming changes were made. There were no patient consequences.